Event description:
It was reported that "during case, scrub tech preparing rod insertion with shaft noticed the end of insertion shaft was broken. Inst wasn't used."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.